Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caregiver reported that the low glucose alarm did not sound with the use of the adc sensor and reader, and therefore customer was not made aware of changing glucose levels. The customer was "vibratory - shocked type of behavior" and experienced seizure and loss of consciousness. The customer was seen by a healthcare professional who provided bread with apple syrup for treatment. There was no report of death or permanent injury associated with this event.